Event description:
Additional information received that the infection was cleared.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient experienced an infection at the ipg site accompanied by redness, swelling, and increased fever. As a result, the patient was hospitalized for 6 days and the system was explanted. The infection is being treated via IV antibiotics.